Event description:
During a laparoscopic hernia repair procedure, the plastic tip at distal end of the instrument broke. The tip and the cartridge fell into the pt's cavity. The surgeon retrieved the components laparoscopically. No pt injury was reported.